Event description:
Pt found in room asystolic approx 80 minutes following a pain medication bolus by physician via implanted medication pump pathway. Pt was resuscitated but due to anoxic brain injury/death, life support was withdrawn 2 days later. Pt expired at that time. Biomedical enginering received occurrence report 12/11/01.